Manufacturer narrative:
Correction: additional information: further analysis of the customer-supplied patient samples confirmed the results reported by the customer. Beckman coulter then utilized a mixture of interference-eliminating proteins to detect potential interferences within the patient samples. This test spikes a sample with proteins, blocking the activity of any heterophile antibodies. A control was used in parallel. As expected, recovery for qc2 (quality control level 2) is approximately 100%, while recoveries for patient samples is approximately 60% following the addition of the blocker. Therefore, heterophile testing detected interference, related to alkaline phosphatase, within the patient samples since the interference blocker utilized in the test significantly lowered the signal. In addition, one of the three samples was analyzed by gel filtration chromatography and the elution fractions were tested on both the tbhcg 5th is and tbhcg2 access assays. The chromatographic analysis indicated that elution fractions, corresponding to the molecular weight of tbhcg (46 kda), were not reactive with the access tbhcg5 assay. However, elution fractions corresponding to the molecular weight of igm and igg (750 kda and 150 kda) were reactive with the access tbhcg5 assay. Elution fractions were also tested on previous tbhcg2 assays - none reacted with the tbhcg2 assay. In conclusion, sample interference, related to alkaline phosphatase, is the cause of the elevated beta human chorionic gonadotrophin (bhcg) patient results.

Manufacturer narrative:
Correction/additional narrative: this reported incident is determined to be not reportable as further evaluation demonstrated patient sample interference as the root cause of the elevated beta human chorionic gonadotrophin (bhcg) patient results. There was no evidence of a device malfunction.

Manufacturer narrative:
There is no indication that the accesstotal bhcg (5th is) device was returned for evaluation. Service was not dispatched as the customer did not question system performance. The customer supplied beckman coulter with the patient's samples for further analysis. The patient's samples were centrifuged and tested neat and confirmed the customer's results. The patient's samples were also tested on the previous tbhcg assay and obtained repeatable normal tbhcg results. Interference testing did not detect interference since none of the blockers, utilized, modified the signal. In conclusion, the investigation could not demonstrate any interference. The cause of the discordant bhcg results could not be determined. (B)(6). All related medwatch reports associated with this incident: 2122870-2014-00646, 2122870-2014-00647, 2122870-2014-00648, 2122870-2014-00649, 2122870-2014-00650, 2122870-2014-00651.

Event description:
An elevated result of 13.0 miu/ml was released from the laboratory and questioned by the physician.

Event description:
The affiliate stated the customer reported repeatable elevated beta human chorionic gonadotrophin (bhcg) results, for one patient, involving the accesstotal bhcg (5th is) assay used in conjunction with the unicel dxi 800 access immunoassay system. This report is six of six referencing the event date noted. An elevated result of 13.7 miu/ml was released from the laboratory and questioned by the physician. The customer also noted the elevated result was discordant to the patient's previous bhcg results. There was no report of patient consequence or change in patient treatment associated with this event. The customer indicated all of the system parameters, including quality control (qc), calibration, and system check, were within specifications at the time of the event. No system issues were reported. The customer sent the patient's samples to beckman coulter for further analysis.